Event description:
The patient¿s discharge summary was received and reviewed by the device manufacturer. The patient reportedly had a seizure early that morning. His family checked on him frequently, but his check about four hours later showed that he was red and not breathing. The patient was reportedly dead on arrival from home to the hospital. The exact cause of death did not appear to be indicated in the information presented. No additional pertinent information has been received to date.

Event description:
It was reported from an online obituary that the patient passed away. The patient was stated to have died in the hospital. The device history records for the vns generator and lead were reviewed, and it was found that all quality tests passed prior to distribution. No additional pertinent information has been received to date.